Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that she received the battery cap and she placed it on the pump, but she then received a failed battery test twice. Customer's blood glucose level was 227 mg/dl. Customer used a new aaa alkaline battery that was stored at room temperature. Failed battery test alarm recurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.